Manufacturer narrative:
(B)(4). Cartridge, one piece sled one ec60a device was returned in good visual conditions and with a green cartridge present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery with lobectomy procedure, the device locked out and was difficult to open. Another device was used to complete the procedure. No adverse consequences reported.